Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found a stretched out haptic and debris/residue on the lens surface. (B)(4).

Manufacturer narrative:
(B)(6). PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.5/2.0/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault without rotation. This exchange resolved the problem. Cause of the event was reporter as unknown.